Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: doctor used matrix material for l4-s1 and t-pal for l5-s1. Immediately post-op everything was normal, and patient was recovering normally on (B)(6) 2013. On an unknown date, the patient started to complain about increasing back pain. During a new control on (B)(6) 2013, they saw that the heads are loosened from the screws on level l4. Revision planned for (B)(6) 2013. Patient did not do anything special, no fall or other accident. Two screw heads were separated from the shaft. This is report 6 of 6 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis.

Manufacturer narrative:
This device used for treatment and not diagnosis. The rod shows marks and wear; on some areas the anodized color has completely disappeared. The relevant dimensions for this complaint meet to the specification. The bending radius compared with drawing 04_636_030 rev. C also meets to the specification. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.